Manufacturer narrative:
Result of investigation: vyaire medical was unable to reproduce the reported problem. Display pcb (printed circuit board) was tested according to test procedures and passed on all counts. All led¿s and buttons were found to be functioning as intended, no issues were found.

Event description:
It was reported to vyaire medical that a faint smoke smell was smelt on the 3100a ventilator and it also loss pressure. The customer confirmed that the event happened during calibration.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.